Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, resulting in phrenic nerve stimulation. The helix would not extend upon repositioning. The lead was therefore explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned in segments, analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.